Event description:
The customer reported obtaining a non-reproducible troponin (accutni+3) result on the access 2 immunoassay analyzer portion (serial number: (B)(4)) of the unicel dxc 600i synchron access clinical system. The customer stated that high values were repeated on the same analyzer as lab practice. Upon repeat, the result was lower. The sample was aliquoted into a cup and repeated on the same analyzer and on the alternate standalone access 2 immunoassay analyzer (serial number: (B)(4)), and both analyzers obtained negative results. The initial high result was reported from the laboratory, but the customer corrected the result to 0.00ng/ml. Please refer to the attached patient data table. The customer stated there was no change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
During routine troubleshooting with hotline, it was determined that service was necessary to address a potential aspirate probe locking issue. The fse determined the aspirate probe was locking properly in place, but discovered aspirate probe #2 tubing was routed incorrectly and the luminometer was not performing within specification. The fse replaced the tubing and luminometer and verified system performance with system check, hs (high sensitivity) system check, and ctai carryover. Calibration and qc were to be completed by the customer. Although use error may have contributed to the event, a specific cause of the non-reproducible troponin result cannot be determined with the information provided. There is no indication that access accutni+3 reagent was returned for evaluation.